Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional testing found device can't connect with other company's female coupler. It will not be locked and will come off. The dimensions of the male coupler of the complained product do not conform to jis standards. The root cause of the reported issue was found to be supplier assembly fault. The supplier manufacturer has already implemented improvements to change the secondary manufacturing site for female couplers after receiving complaints about the same event that occurred in 2017. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
UDI and device serial number/lot number are unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer tried to connect the hose to the coupler of the wall piping, but could not do it properly. No patient injury reported.